Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as reusing reuse of the extension lines. The peritonitis was manifested by fever, abdominal pain and cloudy effluent. The patient was not hospitalized for the event. On an unknown date in the same month as the onset, the patient began treatment with cefazolin and ceftazidime (doses and frequencies not reported) ip for peritonitis. On an unreported date, the patient was retrained on aseptic technique. Dianeal and extraneal therapies were ongoing. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as reuse of single use supplies. A labeling review found that all printed pouches for disposable products intended for single use are labeled with ¿this device is intended for single use only¿. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.